Event description:
A pump motor stall was caused by the healthcare professional using a magnet when trying to telemetry the pump. The motor stall and recovery were recorded in the event logs. The length of the stall and patient outcome were not provided. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.